Event description:
This is filed to report thrombosis. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was advanced to the left atrium (la) but thrombus was observed on the tip of the clip; therefore, the clip was removed. It was noted the thrombus was removed with the clip. One clip was then implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.